Manufacturer narrative:
The complete catheter was returned in two segments. Analysis of the catheter revealed damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following information was not previously included on the initial report in error product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(4), ubd: 2017-12-18 , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 2019-mar-20. Regarding symptoms, the patient as noted as having been inconsolable and their spasticity was worsened. The cap procedure was performed to see if the catheter working since they thought there was an issue. It was further noted that both physicians decided it was in the best interest of the child to have the full catheter replaced since they could not see or determine what was wrong. Treatment was then continued. As no issue was determined, the catheter was sent back to the manufacturer for analysis to determine if anything was wrong with the catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 1,000 at a dose rate of 215 via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a catheter access port (cap) procedure was performed followed by surgical intervention. The event occurred during normal use. The old catheter was removed (complete catheter explanted) and was replaced with a new catheter. The company representative was in possession of the explanted device. The catheter was to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the hcp had no further information regarding the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.